Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  In this case ((B)(4) the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a hardware failure. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in cer 92587 as it will be deemed a reportable event.

Event description:
Today we have changed the esm boards this afternoon, however, I had an unpleasant experience at 16.17 in room 347-2 I stand was with the patient and try spont mode (tetraplegic with limited self-respiration) will return to apvsimv but when I press confirm the screen turns black. It takes a few seconds before "white screen" restarts with startup as when starting. Takes several seconds after which ventilation with spont . However, the screen has gone from the fixed screen with dynamic lung at the bottom left and the asv graph at the bottom right to the asv graph being replaced by the "monitoring screen at the bottom right. When I press "the house" the screen remains unchanged switches to apvsimv and notices here that the frequency has been changed to 15 against 11 has the impression that the machine has started up in a form of backup / factory setting and not the mode we have configured it for. I managed to find the bag and got ready for hand fans but did not get that far. Keep calm and not sure the patient discovered the problem the patient is about the same age and weight as in the previous events (we are on day 20 of the course) expect you to take a log file.